Manufacturer narrative:
The alarm message seen would not have prevented mechanical ventilation. Unit alarmed, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. The reported event was not reportable.

Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. After rebooting, the unit continued to ventilate normally. There was no repairs made to this unit. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/7/16 phone call, 10/10/16 phone call, 10/11/16 phone call.

Event description:
The hospital reported the unit alarmed, this alarm would have caused an inability to mechanically ventilate during a case. The unit was rebooted and the error cleared. There was no report of patient injury.